Manufacturer narrative:
The complaint investigation for a false non-reactive result for one sample tested with the alinity I anti-hbc ii assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of retained kits of the complaint lot number. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbc ii reagent lot was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p87, that has a similar product distributed in the us, list number 07p84.

Event description:
The customer stated that a false nonreactive alinity I anti-hbc ii result was generated for a patient sample (ID (B)(6)). The initial result was reactive, repeat testing in duplicate was nonreactive, then a fourth repeat test was again reactive. No adverse impact to patient management was reported.